Manufacturer narrative:
(B)(4). Evaluation - results: (endoleak), other (source of endoleak is unk). Conclusion: other (source of endoleak is unk).

Event description:
Additional information was received as follows: it was reported that the patient had aneurysmal growth of 8mm at the 2 year follow up. Exact event date is unknown.

Event description:
Additional information was received: it was reported that there is 1 mm of aneurysm growth noted in the 3 year site image report. The aneurysm at two year follow up was 6.5 cm in diameter and currently the diameter is 6.6 cm in diameter.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. At implant the aneurysm was fusiform with a 12 degree infrarenal angle; 31 mm aortic neck. There was a left iliac aneurysm with a 24 mm diameter x 25 mm length. The vessel morphology is reported as having mild bilateral iliac tortuosity. A type IV endoleak was observed at the end of the procedure. This was not corrected. A type iia, posterior, lumbar origin endoleak was noted as a new event on the CT with contrast at the 1 month visit. No type IV endoleak was noted. At the 12 month review, the ultrasound showed an endoleak, type undetermined, that was noted as having been seen on the last scan date. No additional details have been obtained. No clinical sequelae were reported and the pt is fine.